Event description:
It was reported that pump displayed malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by customer giving correction insulin injection and planned to use multiple daily injections as backup therapy. Technical support arranged replacement pump shipment.